Event description:
It was reported that during preventive maintenance (pm) discovered by fst, the cs300 intra-aortic balloon pump (iabp)unit powered up with maintenance required code 4.. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion, component code) and h11. Corrected fields: h6- medical device problem code. A getinge field service engineer (fse) verified cooling fan and compressor integrity, no fault found. Fse replaced main board pcb, machine tested well. After power up received same error. Now replaced thermal switch. Ran unit under test for 48 hours, iabp passed all tests. Completed cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint: part thermal switch serial number and part pcb, iabp main board. These parts were received with a reported unit failure of error 63. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts into the cs300 test fixture and tested the parts to factory specifications per the cs300 service manual. The fat dept. Could not replicate the failure of error 63 after two hours of run time. The parts passed testing. Retaining the parts in the fat dept. Per procedure.

Event description:
N/a.